Manufacturer narrative:
Device function properly during rewind and basic occlusion, occlusion, prime/compromised force sensor system, the excessive no delivery and displacement test. No excessive no delivery alarm noted. All operating currents are within the specification no unexpected low battery or off no power alarm noted. Insulin pump was received with scratched lcd window, cracked case near display window corners, broken reservoir tube lip and cracked battery tube threads. No damage on battery cap noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that there were cracks by the reservoir compartment on the device. Customer's blood glucose was 403 mg/dl. Customer reported the device alarmed a no delivery alarm. Customer was advised the devise was working as designed. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.